Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-svc, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient (pt) reported that they were having trouble charging their implantable neurostimulator (ins) and a system problem rm04 message continued to display. Pt mentioned that they have removed the battery many times, sometimes 4-5 times in a row and also noticed that the recharger has been getting really hot. Pt mentioned that their first ins lasted for nine years, while their current battery has only been in use for about six or almost seven years. After getting it reprogrammed, they've experienced ongoing issues, and the current battery has "died" more frequently than their previous one. When pt was asked for the event date, they stated that they've been "limping around" for about 4 weeks but they also mentioned that they've been having issues since their ins was reprogrammed last spring. Agent reviewed information about the message. Agent had pt inspect for damages; pt confirmed no visible damage on the controller and battery pack. Agent sent a request to repair to replace the controller and the recharger. Pt also inquired about compatibility between their ins and a red-light therapy belt; agent reviewed information.